Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. An examination of the crimped stent revealed no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The outer diameter was measured and this is within specification. The stent length measured within the specification. The balloon cones were reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break at approximately 1212mm proximal to the distal edge of the device tip. The proximal end of the device containing the manifold was not returned for analysis. There were multiple kinks noted in the hypotube. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12358. Reportable based on device analysis completed on 22-nov-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery and mid right coronary artery (rca). After a guide catheter was advanced, a non-bsc guide wire crossed the lesion and predilation was performed using a 2.5x15mm non-bsc balloon catheter. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a 3.00 x 38mm synergy¿ drug-eluting stent was then advanced but also failed to cross the lesion. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.